Manufacturer narrative:
Device evaluation the device was returned with kinks along the shaft. The device was returned with the handle detached, and it was found that the pullwire was detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex entrust self-expanding stent with a 55cm 6fr non-medtronic sheath and a 0.014 300cm non-medtronic guidewire during treatment of a fibrous lesion in the patient¿s left mid proximal superficial femoral artery (sfa). Little vessel calcification and no vessel tortuosity are reported. Lesion exhibited 80% stenosis. No embolic protection was used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin checked was for securement prior to procedure. The lock pin was removed just before deployment. Pre-dilation was performed using a 5x200 pacific xtreme pta balloon catheter. The stent was not passed through a previously deployed stent. No resistance was encountered when advancing the device. No excessive force was used. It is reported that the stent would only partially deploy within the sfa. The thumb wheel would just spin and click, but not pull back on the outer sheath anymore so would not deploy the rest of the stent. When the deployment handle was broken open the thumbwheel string appeared to have broken free. The procedure was completed by cracking open the deployment handle and manually pulling back the outer deployment sheath with a pair of hemostats to finish deployment of the stent at the target location. No deformation of stent noted. The delivery system was safely removed. No vessel damage was noted. No patient injury reported.